Event description:
It was reported that this patient with pacemaker device mentioned that device had to be replaced within a year because it was defective. However, there was no confirmation as of this time that the device was replaced. The device remains in service. No adverse patient effects were reported. Additional information is received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker device mentioned that device had to be replaced within a year because it was defective. However, there was no confirmation as of this time that the device was replaced. The device remains in service. No adverse patient effects were reported.